Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "rupture." Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, underweight, broken shell, and missing a piece of shell (50-75%). A microscopic analysis was performed which identified: sharp broken on posterior. A dimension measurement in the shell was not performed due to broken pattern is near orientation dot. Based on the device analysis the final assessment is: sharp broken on posterior assessed as unidentified (tear) opening. Missing shell assessed as inconclusive. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported left side "rupture." Device has been explanted.